Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager refrigerator failed to open. The field service engineer (fse) dialed into the device and contacted the user, determined the item being requested was out of stock, and advised the user to contact the pharmacy for inventory or refill. The user was then able to successfully remove a different item using the remote manager. The system functioned as intended after the field service engineer (fse) addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager fridge failed to open, and the fridge was greyed out on the station. The customer stated that this malfunction occurred while dispensing the medication and they were unable to pull the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.